Event description:
It was reported that the battery of the patient's vns generator was low, and the patient and neurologist suspected the battery had prematurely depleted. The device history records for the generator were reviewed and show that no unresolved non-conformances were found. The device met all specifications for release prior to distribution and was manufactured with a laser routing process. No additional or relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data; corrected data; initial MDR inadvertently omitted information that was known to the manufacturer prior to submission.

Event description:
It was reported that the patient's generator was replaced. The explanted device has not been received for analysis to date. Also, system diagnostics and device settings were received which were within normal values and confirmed the device battery status had reached a 25% indicator. No additional or relevant information has been received to date.

Manufacturer narrative:
Describe event and conclusions; corrected data; supplemental MDR #1 inadvertently omitted information that was known prior to submission.

Event description:
Decoded programming data was reviewed for the patient's generator. Data was available from 09/02/2015 to 11/03/2015. As of 11/03/2015 only 0.948% of the battery capacity had been used, and the battery's voltage measured 3.428 volts. There is no indication of a discrepancy between the percentage of battery capacity used and battery voltage from the available data. There is no indication that the device was exposed to electrocautery or other electrosurgery tools during implant. Also, the generator has been received and product analysis was completed. Both interrogation and system diagnostic test were performed with all results being within normal limits. The generator¿s battery voltage measured 2.849v at an ifi-no status. The pulse generator performed according to functional specifications, but failed multiple electrical tests. The pulse generator case was removed and a visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, the generator passed all electrical tests. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No additional or relevant information has been received to date.

Manufacturer narrative:
Patient age, corrected data: follow-up report #2 inadvertently did not update patient age according to the identified date of event. Date of event, corrected data: follow-up report #2 inadvertently did not update the date of event.